Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of foam particles. The service center also found fluid and unknown contamination. The device was scrapped. There was no report of serious injury or harm.

Manufacturer narrative:
H3 other text : not returned to the manufacturer.